Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, the hta procedure was performed successfully with no complications. It was confirmed that no cervical leak occurred during the procedure and no alarms or error messages were generated on the system. At a medical examination two weeks post-procedure, the physician observed a 1 cm burn on the internal cervical os which was classified as second degree in severity. No other burn(s) were noted. The physician treated the burn with prophylactic keflex and estrogen cream. The patient was not hospitalized due to this event. There were no further complications reported with this event. The patient condition is reported to be "fine." An additional attempt has been made to obtain patient follow up details with no response from the clinician

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, the hta procedure was performed successfully with no complications. It was confirmed that no cervical leak occurred during the procedure and no alarms or error messages were generated on the system. At a medical examination two weeks post-procedure, the physician observed a 1 cm burn on the internal cervical os which was classified as second degree in severity. No other burn(s) were noted. The physician treated the burn with prophylactic keflex and estrogen cream. The patient was not hospitalized due to this event. There were no further complications reported with this event. The patient condition is reported to be "fine." An additional attempt has been made to obtain patient follow up details with no response from the clinician

Manufacturer narrative:
Patient ID: (B)(6). The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information reported that as of a follow up medical examination on (B)(6) 2012, the patient was still experiencing lower abdominal pain, and discharge. The patient also had bleeding due to the onset of the menstrual cycle on (B)(6) 2012.